Event description:
The customer reported that a thermistor error came up during a case. The tech could not clear the error. He rebooted the system and continued with the case. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep made an error by turning the system off and restarting the system. The fse explained to the site how to clear the error with having to reboot the system. The site used the system for the remainder of the day without errors. The fse came in on the next day and cleaned the contact pins on the thermistor. The system is stored in an area where air conditioning is present and the system is cold during initial boot. The system functions as intended.